Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer has been experiencing high blood glucose. The blood glucose reading is 300 mg/dl. The blood glucose reading increased to 352 mg/dl. Customer experiencing nausea. Customer has treated with insulin pump. Customer also stated that the sensor glucose and blood glucose have been 100 points off. Nothing further reported.